Event description:
Reporter stated that patient received the following results on mobile system compared to a professional meter within 10 minutes: 5.9 mmol/l (mobile system) and 2.3 mmol/l (professional meter). The patient was treated with glucose tablets. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). A while this product is not sold in the united states, it is like or similar to a product marketed in the united states.